Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed that the magnetic reed switch in this device was stuck in the closed position, which resulted in a programmer message indicating the device detected the presence of a magnet. Boston scientific has observed similar device behavior; however, the root cause for this component behavior is unknown. A manufacturing process change was implemented to identify devices susceptible to this behavior in order to minimize the impact of this issue for patients and physicians.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) underwent lithotripsy, and a magnet was appropriately placed over the device during the procedure. After the procedure, the device was pacing the patient at 100 ppm. The crt-p was programmed to vvir-70. The field representative was called to check the crt-p the next day. Upon interrogation, the rate was at 100 ppm. The rate response was turned off and the pacing rate decreased. The patient performed a hall walk and the crt-p was interrogated again; an alert was displayed on the screen reporting that there was a magnet over the device. Boston scientific technical services (ts) was contacted and discussed that the alert was most likely the result of a stuck reed switch. This would have also caused the device to pace asynchronously at 100 ppm. The ts consultant discussed programming the magnet response to off to avoid this issue in the future. No adverse patient effects were reported. The device remains implanted and in service. At a later date, the crt-p was explanted for normal battery depletion.